Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the implant wouldn¿t charge two days in a row. The patient had tried charging overnight while sleeping and tried turning it on and saw the implant low battery screen. The consumer stated that the implant was dead and the patient was not in pain. They tried charging again in the morning and got full coupling with the implant charging 0-25% and were unable to turn on the implant. The consumer went to the patient again and after feeling around for the implant connected the recharger and charged the implant. Once the implant reached 25% they were able to turn stimulation back on and continue charging to 100%. The issue was resolved and they were going to monitor the charging to see if it was a continued issue.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing difficulty with recharging the ins and unable to turn on the ins, they later reported repositioning the insr antenna allowed them to fully charge ins to 100% and turn stimulation on. They reported that the ins seemed to be in a higher position requiring a different location for the antenna. No symptoms, and no additional complications were reported for this event.